Manufacturer narrative:
Result of investigation: vyaire medical was able to verify the reported issue. Troubleshooting final test were performed and the results were failing. The unit failed at pressure and oxygen blending performance. The measured o2 percentages were below lo specifications. Bench testing revealed o2 blender is creating the non-conformance. The blender was replaced and 6 year preventive maintenance was performed.

Event description:
The customer reported that the lap top ventilator 1200 experienced ventilator inoperable and the buttons did not work. Requested quote for repair. The customer confirmed that there was no patient involvement associated with the reported event. Issue was found during set up for patient use.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.